Manufacturer narrative:
Patient experienced a seizure that lasted approximately 15-30 seconds during tms treatment, and an ambulance was called. Patient refused to take a drug test at the hospital. Patient recovered without issue and is planning to continue with tms treatment. Patient has had a prior history of substance use and reportedly had tested positive for illicit substances in recent weeks which could have contributed to lowering the seizure threshold. Patient reportedly ran out of trazadone several days before seizure and had been taking it inconsistently during treatment which could have lowered the patient's seizure threshold.

Event description:
Neuronetics received a call from a tms provider which reported that one of their patients had experienced a seizure during their 14th treatment session, and an ambulance was called.